Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy bolster tube device was placed in 2008, during a peg placement procedure. Pt's age, weight, and gender was not provided. Per the complainant, the device has been in place for six months. Upon removal of the device, for replacement, the internal bolster was found detached. The detached piece was located on the stoma and removed with tweezers. This procedure was completed with another securi-t percutaneous replacement gastrostomy tube device. There were no pt complications reported as a result of this event. The pt's status post procedure was reported as good.

Manufacturer narrative:
The complaint was unable to provide the suspect device lot numbers; therefore, the device expiration and manufacturer dates are unknown. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.